Event description:
Information received by medtronic indicated that the customer reported that insulin pump had detected movement in hall sensor counts that were unexpected since the insulin pump did not command motor movement. No harm, requiring medical intervention was reported. Troubleshooting was performed and customer was able to successfully clear the alarm and was not able to complete rewind. Customer will discontinue to use of the product. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a pump error 37 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarm. Successfully downloaded history files and traces using thus software. Pump error 130 was confirmed in history file on event date: 09/26/2022 18:34:45.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing display window cover and cracked battery tube threads. Pump error 43 was found in history file on 09/26/2022 18:39:22.000. Pump error 53 was found in history file on 09/26/2022 23:41:48.000. (File number: 32112 line number: 3901). Pump error 2 was found in history file on 09/26/2022 23:42:02.000. In summary, customer alleged pump error 130 confirmed. Pump error 37 confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.